Event description:
No issue could be found during device history record review. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Once received, the device was analyzed. External visual inspection noted that the device was dirty and has traces of shocks. Then, the door hook was broken. During device log review, an infusion at 51.51ml/h from 16:21 to 19:50 was noted. No event can explain the overflow reported, because volume recorded is corresponding to flow rate and elapsed time. No significant difference between calculated volume and recorded volume. Flowrate test related to the reported event was carried out and wasn't compliant compared to the specification. The flowrate accuracy shown an underflow. Internal inspection was found infiltration (in the designed area) and the pumping block pin broken. The quality control wasn't performed as several damages on the device. The door hook broken explains the flowrate issue. However those damages (door hook, pumping block pin and traces of shocks) were likely due to the device being mishandled. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported: 16:00: use of the pump to start a j2 of chemotherapy. Entered information: 1080 ml over 21 hours at a speed of 52 according to the service protocol (information confirmed by the nurse and by the patient who, being familiar with the protocol, also checked the pump after the nurse left). 18:00: verification: about 950 ml remaining for 18 hours. 19:40: call from the patient: remaining between 100 and 150 ml of product 5 fu. On the pump, it is noted that 950 ml remain in 17h57 at a speed of 52. = 950 ml of 5 fu in approximately 4 hours and 30 minutes. Chemotherapy stopped. Doctor notified. ECG (electrocardiogram) and troponin performed. Vistogard emergency antidote ordered. Patient sent to intensive care for monitoring. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.